Manufacturer narrative:
(B)(4). The device was not returned to baxter therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. However, there is a reasonable probability that the malfunction involves a shorting of the keypad, which is considered a reportable event.

Event description:
It was reported that when the #7, #8 and #9 keys on a pump keypad are selected, the #1, #2 or #3 is entered. It was also reported that there was no pt injury.